Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional analysis was performed on returned device. The reported material rupture and failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the difficulties appear to be related to challenging anatomical conditions and/or interaction with accessory devices resulting in the noted tear which led to the material rupture and failure to deploy the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balloon of the 2.00x23mm xience sierra stent delivery system (sds) ruptured and the stent failed to deploy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.